Manufacturer narrative:
Our evaluation of the returned device confirmed the report. The device had multiple investigation evaluation: breaks along the length of the catheter. The device had 36 breaks along the length of the catheter and there were missing pieces of the catheter material. The size of the missing catheter material ranged form 1mm to 5mm. The catheter was sectioned and the inner and outer diameters measured within the appropriate mfg specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause of this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits to conclusively determine a cause. Kinks and/or bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trend and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, a cook hercules 3 stage wireguided balloon was used to dilate the esophagus. The outer layer of the catheter was broken. They changed to another device to finish the procedure. Our evaluation results of the returned device confirmed multiple breaks along the length of the catheter and small pieces of the catheter are missing. Info regarding the missing sections was communicated back to the medical facility. The medical facility indicated all portions of the device were returned for evaluation and that no section of the device detached in the pt. The reporter stated it is possible that the missing pieces detached became misplaced during transportation to cook for the compliant evaluation process. See mdrs 1037905-2013-00054 and 10377905-2013-00055. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.